Event description:
Customer was feeling ill in the afternoon with vomiting, took instant breakfast drink and felt better. Took bg reading on meter tested in normal range, thus didn't take insulin. Later that night, started to vomit again, device reading was in normal range, still did not take insulin. Was sick all night, woke up lethargic next morning. Took to hosp. Bg by hosp lab was very high. Pt was admitted and put on insulin IV. Pt was using wrong strips with the device in use.